Event description:
It was reported ongoing intermittent occlusions occurred. The customer blood glucose (bg) level was elevated for a number of events, but dates are unknown. Elevated bg was displayed as "high," specific value not provided and was treated with a manual correction injection. The customer would change pump supplies to address the occlusions, continuing to use the pump, alternate method of insulin therapy available if necessary.

Manufacturer narrative:
B1 adverse event and/or product problem- removed adverse event. B2 outcomes attributed to adverse event- removed other serious. B3 date of event. B5 describe event or problem. H1 type of reportable event. Health effect - clinical code removed e1205 added e2403. Health effect - impact code removed f11 added f26.

Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.